Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. The ipg was deemed inoperable. As a result, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Patient weight was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.